Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error alarm. The customer¿s blood glucose level was 80 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to the printed circuit board during visual inspection. No unexpected pump error 37, 24 and 41 alarm noted. The motor was tested outside of the device and passed. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.